Manufacturer narrative:
A.4 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported a patient implanted with an impella cp experienced a purge system blocked alarm. The purge cassette was changed however, it did not resolve the issue. The pump was replaced in the catheterization lab.

Manufacturer narrative:
Medical safety review was received. Initial pump placement resulting in high pressure was replaced without incident and the patient continued on the impella cp support until escalation. The patient would subsequently expire on the impella 5.5 and cannot be dissociated from the demise outcome. Refer to section h.10 for the related report numbers. The impella device was received from the customer and an investigation regarding the returned device has been completed. The device history review was completed and the pump passed all sterile inspection checks. The pump was returned for investigation. No visual damage was noted on the returned product. The purge gap was found to be blocked with biomaterial. The pump was primed, and high purge pressure was reproduced. The pump was not able to be started in the bucket of water test. Further investigation revealed blood in the purge line after the catheter was cut near the motor during priming. Also, the purge fluid was expelled from catheter end when the cut was made, which justifies no blockage in the purge line inside the catheter. Data log showed an 8-minute gradual rise in purge pressure followed by saturated pump flow and a high purge pressure alarm. Motor current was also seen trending upward after the high purge pressure event. Data log and returned product investigation suggest biomaterial buildup occurring during the case, which later allows blood to ingress through the purge gap. High or saturated pump flow: the cause of the high purge pressure issue was biomaterial buildup based on returned product investigation and data log review. High purge pressure: the cause of the high/saturated pump flow issue was biomaterial buildup based on returned product investigation and data log review.